Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Incident involving a fractured stem. The patient had primary surgery on (B)(4) 2009 (right thr) at (B)(6) hospital. At a follow-up in (B)(6) 2015 it was discovered that the stem had fractured. The patient was asymptomatic and it was decided the leave the stem implanted.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.